Event description:
Found during routine testing. Device does not charge battery. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge the battery. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced power supply and could not reproduce. The reported problem and root cause could not be determined.